Event description:
It was reported that a revision surgery was performed due to infection. The tandem bipolar shell/ xlpe liner and the femoral head were removed.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and although no clinically relevant supporting documentation was provided to perform a thorough medical investigation, it was reported that the revision was required approximately 3 weeks post implantation due to infection. It was further communicated that the surgeon did not fault the device. The patient impact beyond the likely administration of antibiotic therapy and the revision procedure itself cannot be determined. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.